Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was in her body when tried to remove. The patient¿s blood glucose level was 165 mg/dl at the time of the incident. Reportedly, told her to change it tried to restart it thinks she still has it in. Change sensor and low blood glucose value of 40 mg/dl were also reported. The sensor is expected to be returned for analysis.

Manufacturer narrative:
Inspected one opened and sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened and used.